Manufacturer narrative:
Weight, ethnicity, race - unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -15.0/+1.5/068 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged with a same length different model lens due to blurred vision. The problem was resolved. The cause of the event is reported as a patient-related factor.